Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported device fracture. The fracture was due to to low-stress, high-cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not confirm the reported patella bone fracture with the provided information. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address a fractured patella and implant.